Manufacturer narrative:
An event regarding dislocation of a competitor metal head and adm liner was reported. The event was not confirmed. Method and results: device evaluation: visual inspection: a mar noted: "explantation noted on metal head and insert but event not related to material defects". Dimensional inspection: not performed due to explantation damage on the inner surface of adm liner. All components were within dimensional limits when the product was manufactured. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock with no relevant reported discrepancies. Complaint history review found no other similar events have been reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided however the reported event involves an off label use of an adm liner and a competitor head. Further information such as return of device, operative reports, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient presented with a dislocated hip on (B)(6) 2016. Due to medication he was taking. Patient was not cleared for surgery. Patient had a dual mobility construct implanted on (B)(6) 2016. During revision, it was discovered that the 28mm head had disassociated from the mdm liner. The liner was not fractured. The surgeon converted the mdm to a constrained liner construct with #690-00-28g with a lot # n18lda. The patient had a depuy stem so the head used in the mdm construct & the constrained construct were depuy heads.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient presented with a dislocated hip on (B)(6) 2016. Due to medication he was taking. Patient was not cleared for surgery. Patient had a dual mobility construct implanted on (B)(6) 2016. During revision, it was discovered that the 28mm head had disassociated from the mdm liner. The liner was not fractured. The surgeon converted the mdm to a constrained liner construct with #(B)(4) with a lot # n18lda. The patient had a depuy stem so the head used in the mdm construct & the constrained construct were depuy heads.